Manufacturer narrative:
Omit: c20 no findings available, d15 cause not established. Correction: describe event or problem, adverse type, event attributed to, type of reportable events. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex e,f,a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the report that soft tubing set inside the pump was found to be twisted/kinked causing an under-infusion was confirmed based on the provided photo provided facility. No laboratory testing was able to be performed on the reported device as it was not returned for investigation. The incident administration set was not returned for this investigation, therefore could not be laboratory tested. A log analysis was not performed as there were no devices or logs returned for investigation. Root cause: the root cause of the report that soft tubing set inside the pump was found to be twisted/kinked causing an under-infusion could not be determined based on the information provided by the facility.

Event description:
It was reported that a soft tubing set inside the pump was found to be twisted/kinked causing an under-infusion of esmolol. The esmolol infusion was ordered to be infused in a range of 0.05mg/kg/min - 0.3mg/kg/min, and the patient was receiving 0.3mg/kg/min. About 1 hour from the infusion, the pump alarmed saying that the bag was empty however, the bag was not. The nurse then troubleshot and opened the channel and noted that the stretchy part of the tubing was completely kinked/twisted inside the pump and the medication wasn't infusing to the patient. There was patient involvement but the impact is unknown. A report was received from health canada's canada vigilance program which states, "pt on esmolol infusion to maintain bp and hr goals. Received pt with infusion running, no apparent concerns. Pt's bp increasing, unprovoked. Given analgesic, antihypertensive prns without effect. Esmolol line confirmed to be attached to pt IV and running at ordered rate. After some time pump alarms esmolol bag empty, but medication bag still has lots of volume. Tubing removed from IV pump channel and seen to be twisted up, kinked, with air bubbles in line (the entire stretchy part of the tubing). At this point it's clear that medication has not been infusing down the line (in to the pt) however the pump never alarmed any problem until it alarmed the bag was empty."

Event description:
It was reported that a soft tubing set inside the pump was found to be twisted/kinked causing an under-infusion of esmolol. The esmolol infusion was ordered to be infused in a range of 0.05mg/kg/min - 0.3mg/kg/min, and the patient was receiving 0.3mg/kg/min. About 1 hour from the infusion, the pump alarmed saying that the bag was empty however, the bag was not. The nurse then troubleshot and opened the channel and noted that the stretchy part of the tubing was completely kinked/twisted inside the pump and the medication wasn't infusing to the patient. There was patient involvement but the impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.